Event description:
Extremely poor/misleading labeling of package resulted in inappropriate use. Material in question - item code: 1007001 manufacturer: henry schein inc. #0182147011 -- pg 357 of 2005 catalogue -- is to be used soley as alginate/irreversible hydrocolloid adhesive. -water based proucts only-, labeling is misleading and has in fact resulted in use with silicone based impressions materials for extended period of time by multiple providers in at least one clinic. Result has been clinical failure and numerous debondings/loss of cost of impression material from trays during each procedure. Material specific adhesives are required. Packaging on bottle does not specify materials this adhesive is to be used with. It simply and generically states "adhesvie" if one does not have a catalogue available there is no way to identify during clinical use that material is suitable only for alginate and the correct schein product is "v.p.s. Adhesive" - -pn; 100-1765-. This deficiency was first recognized when I requested new bottle of adhesive and in very samll lettering on external cardcard box I noticed intended materials for use specified...storage and use clinically does not often maintain outer box once product is first used in a clinic.